Event description:
It was reported that the asymptomatic patient presented for an in clinic follow up. Upon interrogation, it was discovered that the right ventricular lead exhibited variable r wave and loss of capture at maximum output. The lead was then explanted and replaced with no issues. The patient was in stable condition post procedure.

Manufacturer narrative:
The reported events of loss of capture and r-wave amplitude variation were not confirmed. The complete lead was returned in one piece measuring 64.5 cm with a stylet inserted inside the lead body. As received, the steroid plug was shifted distally consistent with procedural damage. The lead was otherwise normal. No anomalies were found.